Manufacturer narrative:
Additional information provided from the field indicated there are currently no plans to revise this rv lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise causing pacing inhibition one-day post-implant. The physician had mentioned having difficulty implanting the rv lead and suspected it may have been fractured. The rv lead was reprogrammed and remains in service. No adverse patient effects were reported.